Event description:
It was reported that a revision surgery was performed due to a failed connection component.

Event description:
It was reported that a revision surgery was performed due to a failed connection component.